Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a revascularization infarction-heart surgery in dissection of the mammary artery procedure, the device is misaligned. It formed cross staples which detached from the artery and caused bleeding. Prolene suture made a repair to complete the procedure. There were no adverse consequences for the patient.